Manufacturer narrative:
The device and competitors lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and competitors leads presented for a follow-up. It was noted the right atrial (ra) lead and the right ventricular (rv) lead exhibited occasional pacing impedance measurements that were high, out-of-range at greater than 2,000 ohms. No noise was observed on the rv lead. The ra lead showed noise in stored atrial tachy response (atr) episodes on the ra and shock channels. An x-ray was performed and no lead integrity issues could be visualized. No noise was reproduced with isometric testing in the clinic. At this time, the patient and leads will continue to be monitored in the remote monitoring system. No adverse patient effects were reported.